Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: separated shaft is likely to cause or contribute to pt injury. Device issue: separated shaft. It was reported that the procedure involved diffuse disease and a heavily calcified right coronary artery (rca), throughout the artery. Another company's guide wire and a bmw guide wire were advanced in the guiding catheter. Postdilated with a 2.0x12 balloon, which had difficulty crossing due to calcification, but was able to get the balloon distal and mid. An attempt to cross was made with a 2.5x28 promus stent; however, it was not able to cross, so it was removed. Predilatation was performed, then an attempt was made to deploy a 2.5x15 promus rx stent. The promus made it through the corner where the 1st promus (2.5x28 promus) would not go down and almost got down to the distal part that was needed to stent; however, during advancement, the proximal shaft bent and snapped in half outside of the body. The catheter it self, the part that snapped, was sticking out of the toughy, so the physician was able to remove the stent delivery system out of the body successfully. Deployed 3.0x12 stents from another company throughout the artery and the case was completed successfully. No add'l info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the united states as its brand label of abbott vascular's drug eluting stent.